Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 600mg/dl. The customer had symptoms such as nausea and treated with manual injection. Customer indicated that the infusion set was put on incorrectly and was not locked into place and this led to their high blood glucose. Customer indicated that they do not want to troubleshoot as they know the reason for the high and wanted to report the incident only.